Event description:
While attempting to bronch pt. The end piece of the et tube popped off of actual tube. The ett was just placed at 3 am and tube did not have any moisture along outside of tube to cause this. FDA safety report ID# (B)(4).